Event description:
The facility's biomedical engineering department reported an infusion pump tht was involved in an incident of an infiltration. A "minor injury" to the pt was reported, however, no specific info was provided.